Event description:
Patient stated that for the past 2 months she has had 5 infusion set tubings that have either partially or fully separated from the luer lock. The patient's blood glucose did elevate to 350 (mg/dl). The patient was out to dinner when the tubing separation occured and she gave herself an insulin injection until she was able to return home and switch out her infusion set. The patient did not report any physical symptoms associated with the elevated blood glucose. No medical treatment was necessary. The patient is returning the product for evaluation.